Event description:
It was reported that the devices were used during unknown procedures. The devices were scissoring. It was not known how the cases were completed. There was no known consequence to the pts.